Event description:
The unit manager alleged a patient was leaning against the left intermediate siderail when the siderail released and the patient fell out of the bed. There were no injuries reported regarding the patient, but an aid who was in the room may have sustained a strain of some type.

Manufacturer narrative:
The technician inspected the bed and found sheets, blankets, and a sling under the patient which may have restricted the siderail from fully latching. The technician had a difficult time latching the siderail because of the bulk of items on the bed. The technician indicated that once he moved the sheets and blankets out of the way, the siderail latched and unlatched properly. The technician stated the hospital maintenance staff also inspected the bed and concluded that items on the bed were making the siderail difficult to latch.